Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that the laser of an ophthalmic operating console stopped working during a photocoagulation procedure. The footswitch was changed but it still did not work. The surgery was completed successfully after replacing the console with another one. There was no patient harm.

Manufacturer narrative:
No service record (sr) relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).